Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the device, it found that there was abnormality of the device and there was a failure of the video circuit board of the device. As a result of disassembling of the device, there was no abnormality of the outside (solder part, wiring, etc.) Of the video circuit board. Based on evaluation, omsc surmised that the reported phenomenon was occurred the electronic components of the video circuit board was broken by overcurrent or static electricity.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the gastrectomy with the device, an endoscopic image disappeared. The user replaced the device to another device to complete the procedure. There was no report of patient injury associated with the event.